Event description:
Could not walk [abasia]. Pain in the leg from upper thigh to ankle [pain in extremity]. Swelling in the leg from upper thigh to ankle [oedema peripheral]. Pain in the knee [arthralgia]. Swelling in the knee [joint swelling]. Numbness in the right thumb [hypoaesthesia]. Pain in the right thumb [pain in extremity]. Small tears in the meniscus [meniscus lesion]. Swelling in the right thumb [oedema peripheral]. Case description: spontaneous report received on 17-jun-2009 from a female patient. The patient had a history of osteoarthritis and an allergy to chicken feathers. The patient received injections of synvisc in both knees in 2009, one week interval and another one week later. After the third injections, the patient experienced severe pain and swelling in the right knee and leg from the upper thigh to the ankle while working as an airline hostess. The patient could barely walk and had to be transported by wheelchair off the plane. About 24 hours later, the patient experienced severe pain and swelling in the left knee and leg from the upper thigh to ankle. The patient could not walk and was taken to the emergency room and admitted to the hospital for one day. An MRI done on her knees in the hospital revealed osteoarthritis and small tears in the meniscus. The patient was discharged and several days later was given steroid injections which helped resolve the pain and swelling in both legs. About 1.5 weeks later, the patient experienced pain, swelling, and numbness in the right thumb which continued. As of the date of receipt of this report, the patient had not yet recovered. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Evaluation summary - the product lot number was not provided and batch record review is not possible. It is the requirement to review all finished batch records for conformance to specifications prior to release. Any out of specification result is identified and mitigated. On a periodic basis, data is presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.